Manufacturer narrative:
Returnd device analysis reveals the lead is functioning as designed. High thresholds and sensing are both recognized as clinical events referenced in the device's labeling as potential complications associated with lead implantation.

Event description:
"High threshold and sensing."